Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during the use of the device for a non-clinical activity (sterilization), the tip of the blade protector was bent on the sternal saw. There was no patient involvement.